Event description:
A device report from (B)(6) indicated a hosp in (B)(6) reported: during an unk procedure surgeon was using two drill bits and both bits broke in situ. It is not known at this time if fragments remain in the pt. No additional info is available at this time. This is two of two reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. All features that could be measured met specifications. It is not possible to determine the exact cause for this complaint. It is possible the breakage was caused due to short term overload during use. A possible unintentional bending moment or metal contact, guide wire, also may have caused the breakage. No product fault could be detected.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.